Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of false-positive elecsys hiv duo results for 1 patient on a cobas e 801 analytical unit. It was alleged that the patient had a positive result with an hiv screening test while trying to donate blood. Because the patient's hiv screening test result was positive, she went to her physician's office for additional testing. A new sample was tested, and the elecsys hiv duo result was 3.48 coi (positive). The hiv ag1 result was (non- reactive) 0.2 coi, and the anti-hiv 1c result was (reactive) 3.47 coi. The same sample was sent to another laboratory for confirmatory testing, and the result was negative. On (B)(6) 2026, the sample test was repeated, and the elecsys hiv duo result was 3.39 coi (positive). The hiv ag1 result was (non- reactive) 0.21 coi, and the anti-hiv 1c result was (reactive) 3.38 coi. The physician does not believe the positive result. An interference was suspected.